Event description:
Boston scientific received information that during a follow-up, this right ventricular (rv) defibrillation lead was exhibiting undersensing. The physician ordered an x-ray, and the x-ray showed the lead had dislodged. A revision procedure was done and this lead was successfully repositioned. Final measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.